Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5154103, mw5154104, mw5154105, mw5154106, mw5154107, mw5154108, mw5154109, mw5154110, mw5154111, mw5154112, mw5154113, mw5154114, mw5154115, mw5154116, mw5154117, mw5154118, mw5154119, mw5154120, mw5154121, mw5154122, mw5154123, mw5154124, mw5154125, mw5154126, mw5154127, mw5154128, mw5154129, mw5154130, mw5154131, mw5154132

Event description:
A voluntary medwatch report was received on (B)(6) 2024. It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.